Event description:
It was reported that both the right atrial (ra) and left ventricular (lv) leads dislodged. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full 5076 lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism. (B)(4) the full 4194 lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and the outer insulation had cosmetic environmental stress cracking.